Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing with both customer cables, customer external paddles, known good internal paddles, and known good 3-lead and 5-lead cables without duplicating the report. The device was recertified and returned to the customer. Review of the log showed some loss of ECG signal, however there are no errors or indication that these instances involved a failure of the device or accessories. It is possible that this was due to poor coupling. There is a total of 5 successfully delivered discharges through internal paddles. No trend is associated with reports of this type.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided for review. Review of the log file does not confirm the customer's report. Intermittent ECG signal loss was observed. However, we cannot determine if the pads off events are due to poor patient contact, changing cable ids, or the pads. Root cause is inconclusive based on the device log files alone. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed to cardiovert the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.